Event description:
Following administration of duramorph spinal anesthesia, pt achieved expected outcome. Surgery amended after. During procedure, pt lost effect of anesthesia requiring IV administration of narcotics. (Placement of needle confirmed).